Manufacturer narrative:
The baxter technical support found the power cord needed to be replaced. The monarch® system features eight pulmonary oscillating discs (pods) containing magnets, that are anatomically placed over the upper and lower lobes of the lungs. The pods oscillate and provide a targeted kinetic energy to the lungs. Airflow is generated to help thin and move mucus from the small airways to the large airways, where it can be coughed out or suctioned. A replacement power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 22-jan-2026, a patient contacted technical service to report that monarch model 1000 acs - basic (product code pmacs1na, serial number (B)(6)), had power cord damaged with copper wire exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.